Event description:
Reporter calling, stating he received a prescription for a new accu-chek glucose meter on (B)(6) 2024. Reporter states that on approximately (B)(6) 2024, the accu-chek meter failed. Reporter states he had to insert five blood glucose test strips and the accu-chek still would not provide a blood glucose reading. Reporter states he is now out of test strips and must buy some new ones as well as a functioning accu-chek meter so that he can continue to monitor his blood glucose levels. Reporter additionally states that today he received a "medical device correction letter" in the mail stating his roche diabetes accu-chek meter he recently purchased may be problematic. Reporter states he received his accu-chek meter from "walmart pharmacy; (B)(6)". Reporter states he is going to contact his pharmacy about obtaining an accu-chek replacement.